Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a real intelligence cori assisted tka surgery, when burring the distal femur, a "system time out" error popped up, and they were not able to continue with one (1) real intelligence robotic drill. The procedure was resumed after a non-significant delay with a change in surgical technique by using manual instrumentation. No injuries were reported as a result.

Manufacturer narrative:
H10. Additional information in d9. H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was not confirmed with a functional evaluation. A kpc test was performed which could be completed without any failures occurring. The femur could be burred without a system timeout occurring. A kpc test was performed. All test passed. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed, and the drill was inspected further. No defects were found. The drill was reassembled and another kpc test was performed. A second technician was asked to confirm the failure. Again, the test case could be completed without any failures occurring. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem could not be confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with a communication error between the console and drill. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.